Event description:
It was reported that the nim vital system was excessively beeping prior to patient use while not connected to a patient, and the bovie had not yet been used. Troubleshooting performed, event capture in the software was confirmed to be turned off. All connections were verified to be properly plugged in and the system was connected to wall power. A system reboot was performed and the electrodes on the pi box were reseated. Following these actions, the excessive beeping stopped and was not beeping as much. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.